Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Angina and restenosis are known possible outcomes of coronary stenting procedures, and are listed in the product IFU as potential adverse events. Additionally, the hospitalization was likely the result of the restenosis treatment. In this case, there were no reports of difficulties experienced during the index procedure, and no damage was reported to the xience v stent. Based on the reported info, though a definite cause for the angina and restenosis cannot be determined, there are no indications of any product deficiencies, which could have contributed to the outcome of the procedure.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the index procedure took place in 2008. Predilatation was performed prior to stenting of the proximal cx with one xience v stent and the proximal lad with the xience stent. No procedure complications were reported. The previous month, the pt was experiencing mild chest pain prior to a scheduled stress test. The pt was scheduled for catheterization twenty days prior to the index procedure, where he under went a ptca of the circumflex artery. No additional event or pt info is available.